Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the camera head lost image when the camera cable was moved due to fault cable. The event occurred during an unknow procedure. The procedure was completed using the similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation the customer's allegation was confirmed. According to the investigation the device cable was stretched and internally disconnected. Based on the results of the investigation, a probable root cause is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head lost image when the camera cable was moved due to faulty cable. The event occurred during an unknown procedure. The procedure was completed using the similar device. There was no report of patient harm or user injury associated with this event.